Event description:
Litigation alleges patient had pain, loss of mobility and excessive levels of chromium and cobalt after asr hip implant.

Event description:
Litigation alleges patient had pain, loss of mobility and excessive levels of chromium and cobalt after asr hip implant. Update - (B)(4) 2013 - sales rep reported revision surgery due to pain. Part/lot were indicated. There was no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received along with medical records, which indicated that the bone had fractured during insertion. The stem is now being reported due to the fracture. Records also indicate that patient had increasingly severe pain and metallosis and that cloudy yellow fluid was suctioned out of the joint capsule. Complaint has been reopened for further investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description. Depuy still considers this investigation closed.